Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6) general hospital. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a prismaflex st150, an external fluid leak was observed at the connection of effluent tube. An alarm was not triggered. There was no patient involvement. No additional information is available.